Event description:
A response was received from hcp's receptionist stating issues of bleeding and the lump around the stomach were discussed with the hcp at some point and deemed not related to the device or therapy.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had noticed a few issues with their body since implant date. First, for the first 3 days after implant date, the pt saw a large hard lump forming by their stomach. Pt said their spine hcp about 3 days after implant surgery and spine hcp performed CT or "some other scan" and saw liquid and feces that had formed into a lump under pt's skin near stomach. Lump pushed stomach forward. Pt said the lump went down over time and after 1 month, the lump went away. Pt saw their spine hcp about 2 weeks ago and hcp said the lump was going down. Pt said the hcp did not know what had caused lump. Pt said now, the pt noticed they had started menstruating again. Pt had one instance where they had a little blood after showering. Then, in a second instance, they had more blood after showering. Pt said they were never told how high to keep their settings. Pt said they had not had a period for almost 10 years now, and it was un usual they were menstruating again. Pt said they menstruating "only for 1 day last month after urinating" and then two days ago after taking a shower. Pt said they turned off their therapy because they were not sure what was happening. Pt said they had a gyn exam and everything came back fine. The patient was redirected to their healthcare provider to further address the issue.